Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of crossover circuit fault. Reportedly, customer does not have a crossover circuit fault code listed in their manual. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.